Manufacturer narrative:
The technician replaced the bottom brake mechanism to repair the bed.

Event description:
Information received indicates the brake will not hold due to a broken brake mechanism.